Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093230.

Event description:
It was reported that the patient underwent a lead explant procedure due to high impedance. No further information has been obtained despite good faith efforts.